Event description:
Following a ptca/stent procedure, a vasoseal elite was deployed. Pressure was held for the five minutes and a pressure dressing was then applied. The patient left the cath lab with no bleeding or hematoma. Fifteen minutes later a hematoma developed and pressure was held until there was no further bleeding and the groin was soft. Approximately forty-five minutes later a large hematoma developed and the patient became hypotensive. A surgeon was consulted. The patient required a blood transfusion, but no further treatment was necessary.